Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). Upon device interrogation, a red screen was displayed on the programmer. A summary report was printed and a da code was identified. The local representative was informed that the code indicates that the device found and corrected a memory issue during one of the hourly checks. Ts commented that this can occur due to radiation therapy exposure or even just some random minimal environmental radiation exposure. The patient's medical history was significant for colonoscopy but no radiation therapy. Ts discussed uploading stored data for review; however, the memory issue has already been corrected by the device.